Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the luer connector of the infusion set, resulting in elevated blood glucose levels. In addition, the patient stated that insulin had leaked directly from the connection of the tube and the transfer set the previous day. The patient had elevated blood glucose levels of 300-400 mg/dl throughout the night. During the night, the patient administered about 30 i.u. Boli without success.